Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA: 20-00141.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-04504. (B)(4). The device was not returned to edwards for evaluation as it remains implanted in the patient. The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for relief of aortic stenosis in patients with symptomatic heart disease due to severe native calcific aortic stenosis who are judged by a heart team, including a cardiac surgeon, to be at intermediate or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 3% at 30 days, based on the (B)(6) risk score and other clinical co-morbidities unmeasured by the sts risk calculator). The edwards sapien 3 transcatheter heart valve, model 9600tfx, and accessories are indicated for patients with symptomatic heart disease due to failure (stenosed, insufficient, or combined) of a surgical bioprosthetic aortic or mitral valve who are judged by a heart team, including a cardiac surgeon, to be at high or greater risk for open surgical therapy (i.e., predicted risk of surgical mortality = 8% at 30 days, based on the sts risk score and other clinical co-morbidities unmeasured by the sts risk calculator).   Deployment of the sapien 3 valve in a previously implanted tricuspid surgical ring is not indicated in the labeling; therefore the labeling (ifus and training manuals) do no instruct the operator how to position the sapien 3 valve in this scenario. Paravalvular regurgitation is a potential adverse events associated with bioprosthetic heart valves and the transcatheter valve replacement (tvr) procedure.  There are multiple patient and procedural factors that alone or in combination can cause or contribute to valve regurgitation including, but not limited to, malposition of the valve, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, a severely elliptical annulus shape, valve under-sizing. In this case, there was no allegation or indication a product deficiency or malfunction contributed to this adverse event.  The placement of a round thv within a ¿d-shaped¿ tricuspid ring was the likely cause for the persistent remaining pvl. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.  No corrective or preventative actions are required.

Event description:
As reported by the field clinical specialist (fcs), the tricuspid ring was unsuccessfully treated with a 26mm sapien 3 (valve-in-ring). It was very difficult to assess exactly what happened on CT and echo. The physicians feel that on deployment of the sapien 3 valve, the tricuspid ring was displaced towards the atrium and the valve landed in the tricuspid annulus but placement was extremely atrial. It was decided in order to prevent possible valve embolization it was necessary to place a second (larger, 29mm) valve more ventricular.  The patient was left with severe tr, which is what she started with. It was not felt that a third valve would successfully treat the pvl.